Event description:
It was reported that during a procedure the unit would not burn. The procedure was cancelled. The pt had already received a local anesthetic. No medical intervention was required.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.